Event description:
Reposable med/lg clip applier would not clamp down on clip during a gallbladder procedure. Another clip applier used to complete the case; 67 fires remain on this instrument. FDA safety report ID# (B)(4).